Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. A lead revision was planned and the device was turned off to prevent inappropriate shock therapy. Additional information received from the field representative indicated that the location of the fracture was unknown but the fracture was determined when high shock impedance was observed through programmer testing. The rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information obtained that a portion of the rv lead was surgically abandoned and the other portion was explanted. The device was also explanted during the procedure. Both the device and explanted portion of the lead were returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that two segments of the rv lead were returned with a total length of 540 mm. The second half of the lead including the tip was not received. Visual inspection of the lead found terminal end insulation separated from the anode ring, the rate sense conductor coil was extremely stretched and there was a 25 mm separation noted. Insulation with medical adhesive was noted one fourth of the way down the terminal pin end. This indicated that there was a bond issue between the insulation medical adhesive and the inside diameter of the anode ring. The analysis technician determined that the force placed on the lead was higher than the strength of the bond in this area and the damage was induced during the explant procedure. The allegation of a fracture could not be confirmed by analysis of the lead segments that were returned. The returned lead segments passed electrical continuity testing. The device was also returned and analyzed. Visual inspection revealed that the header was completely separated from the pulse generator case and that there was just a little bit of medical adhesive left on the top of the case. Further high powered visual inspection revealed that most of the feed thru wires appeared to have broken due to cyclic fatigue. The analysis technician believed that the cause of the out of range impedances noted was most likely due to a loose header within the pocket during the implant time that caused the feed through wires to fracture over time. However, since the complete lead was not returned, the additional concern over a fracture could not be completely confirmed or refuted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.